Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use mechanical lithotriptor wire would not thread through the distal end intended to guide the device into the duct. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient harm.

Event description:
The malfunction occurred at the end of an endoscopic retrograde cholangiopancreatography procedure which was slightly delayed due to an additional package had to be opened.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, as it was discarded by the facility. The customer's complaint was not confirmed. Based on the results of the investigation, the definitive root cause was unable to be determined. However, it is likely that the event occurred due to the guide wire distal end not meeting strength specifications due to suboptimal molding conditions during manufacturing. The event can be prevented by following the instructions for use (IFU) which state: "·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip." Olympus will continue to monitor field performance for this device.